Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level, specific value not provided. The customer gave themselves a manual dose injection to address bg then was transported by ambulance to the emergency room where she was treated intravenously with fluids of saline and insulin. The customer was released the same day with no permanent damage. Customer reverted to manual injections for insulin therapy.